Manufacturer narrative:
A company representative examined the system and was able to duplicate the reported event. The front panel cautery jacks were replaced and preventative maintenance was performed. The system was then tested and met all product specifications. Quality assurance will monitor related complaints and will take action for further occurrences as necessary. (B)(4)

Event description:
Adverse event: "no patient injury" (no consequences or impact to patient). Product problem: "cautery not available" (no code available). A nurse reported the cautery was not working. A stand-alone unit was brought in to complete the case without delay. The system was switched out after the case was concluded. There was no patient injury reported.